Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump screen would only show half of the display. The customer's blood glucose was 119 mg/dl at the time of incident. The customer's father stated that the insulin pump would work half of the time and would only get half of the display. The customer's father stated that the display would work after a battery change but the issue would recur if not they would not use the recommended battery. The customer's father was unable to perform self test due to unavailability of the insulin pump at the time of call. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.